Event description:
It was reported that the intraocular lens was removed intraoperatively because the capsule bag woudl not support the lens. The incision was enlarged. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens has been returned to bausch and lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.